Event description:
Pt admitted with acute myocardial infarction. Physician not able to advance ep catheter into venous system any further than groin area. Sheath came out (sheared off) when cath removed. Other end in pt foreign body noted in groin with fluoroscopy. Vascular surgery consulted and pt underwent surgery for removal of sheath.